Event description:
It was reported by the customer that during a patient procedure that the detector cover became extremely hot to the touch and mildly burned the patient under her arm. No medical or surgical intervention was required as this was a superficial redness only. Field engineer was dispatched to the site, and determined that the grid and breast platform needed to be replaced. The replaced parts were returned to hologic for investigation and the investigation is in progress.

Manufacturer narrative:
The grid assembly and breast platform were returned to hologic for evaluation. It is suspected that a broken set screw for the compression device assembly made contact with the power section of the c-arm transition board where it may have shorted the board causing it to overheat. The heated screw was found to be lodged between the top of the grid assembly and the breast platform. A definitive root cause cannot be determined. Should any additional information be provided, a new investigation will be opened. Hologic strives for continuous improvement and will continue to monitor and trend for safety.